Event description:
It was reported that nurse was attempting to initiate hypothermia and the arctic sun device was sounding alert 01 (patient line open) and the device attempted to prime and therapy had stopped. Patient temperature was 37.7c and target temperature was 33c. Nurse stated that this was the second device and second set of pads they had tried. Four medium arctic gel pads were in place with good coverage. Event log showed alert 01 (patient line open) and alert 02 (low flow). System diagnostics water control showed that flow rate was 0lpm, inlet pressure was -0.6psi and circulation pump command was 100 percent. Mss walked the nurse through disconnecting and reconnecting pads holding behind the clear clamps on the blue foam. Therapy was restarted and water control showed that flow rate was 0.8lpm, inlet pressure was -1.6psi and circulation pump command was 100 percent. Manual control was enabled and set water temperature to 10c for 30 minutes. They allowed air to be removed from the system and water control showed that flow rate was 2.5lpm, inlet pressure was -7.2psi and circulation pump command was 69 percent. Manual control was disabled, and therapy was restarted. Flow rate stabilized at 2.1lpm. Mss recommended to let the nurses know to always call before changing pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse was attempting to initiate hypothermia and the arctic sun device was sounding alert 01 (patient line open) and the device attempted to prime and therapy had stopped. Patient temperature was 37.7c and target temperature was 33c. Nurse stated that this was the second device and second set of pads they had tried. Four medium arctic gel pads were in place with good coverage. Event log showed alert 01 (patient line open) and alert 02 (low flow). System diagnostics water control showed that flow rate was 0lpm, inlet pressure was -0.6psi and circulation pump command was 100 percent. Mss walked the nurse through disconnecting and reconnecting pads holding behind the clear clamps on the blue foam. Therapy was restarted and water control showed that flow rate was 0.8lpm, inlet pressure was -1.6psi and circulation pump command was 100 percent. Manual control was enabled and set water temperature to 10c for 30 minutes. They allowed air to be removed from the system and water control showed that flow rate was 2.5lpm, inlet pressure was -7.2psi and circulation pump command was 69 percent. Manual control was disabled, and therapy was restarted. Flow rate stabilized at 2.1lpm. Mss recommended to let the nurses know to always call before changing pads.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that nurse was attempting to initiate hypothermia and the arctic sun device was sounding alert 01 (patient line open) and the device attempted to prime and therapy had stopped. Patient temperature was 37.7c and target temperature was 33c. Nurse stated that this was the second device and second set of pads they had tried. Four medium arctic gel pads were in place with good coverage. Event log showed alert 01 (patient line open) and alert 02 (low flow). System diagnostics water control showed that flow rate was 0lpm, inlet pressure was -0.6psi and circulation pump command was 100 percent. Mss walked the nurse through disconnecting and reconnecting pads holding behind the clear clamps on the blue foam. Therapy was restarted and water control showed that flow rate was 0.8lpm, inlet pressure was -1.6psi and circulation pump command was 100 percent. Manual control was enabled and set water temperature to 10c for 30 minutes. They allowed air to be removed from the system and water control showed that flow rate was 2.5lpm, inlet pressure was -7.2psi and circulation pump command was 69 percent. Manual control was disabled, and therapy was restarted. Flow rate stabilized at 2.1lpm. Mss recommended to let the nurses know to always call before changing pads.